Event description:
The customer reported that an mp5 monitor failed to alarm following a 4 second pause. No pt harm resulted from this issue.

Manufacturer narrative:
(B)(4): the customer reported that an mp5 monitor failed to alarm following a 4 second pause. No pt harm resulted from this issue. The limited available information is fully consistent with normal and intended function when a pt had a pause event at the same time as the higher-priority bradycardia alarm found for this pt or in the time-out period after the alarm was acknowledged. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).